Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the computer was replaced. The hard are, software, and instruments passed the system checkout. The system was found to be fully functional. The computer was under analysis on the date of filing, therefore no results were available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the navigate task of a cranial biopsy procedure, the system was on the register screen and was unresponsive. They rebooted and were able to proceed with the case, however part way through the case the system exited to a black boot text screen and became unresponsive. After 10 minutes they hard booted the system and were able to complete the case. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
After reviewing the case and the system logs, the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.